Manufacturer narrative:
The insulin pump received with operating currents within spec. Device passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was returned for low battery alarms. Power graph analysis confirmed low battery alarms and an abnormal unloaded voltage at the power management graph due to the non-sleep anomaly software error. Hardware low levels alarm confirmed in pump history, problem isolated to the keypad assembly. Device received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay texture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump life was short. It was reported that the pump would be replaced and returned for analysis. No further information provided.